Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13035, related manufacturer reference number: 2017865-2020-13037, related manufacturer reference number: 2017865-2020-13038. It was reported that the patient presented in the emergency room with a fever upon developing an infection. The patient's implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular lead were all explanted. The patient was stable.